Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. After establishing final arm angle (efaa), the actuator knob was retracted to deploy the clip when it was noted the clip opened to 50 degrees. A second clip was implanted to stabilize the previous clip, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record, identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history, identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. There is no indication, of a product issue with respect to manufacture, design or labeling.